Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic/pain/ pelvic region pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), tubo-ovarian abscess ('tubo-ovarian abscess'), genital haemorrhage ('general abnormal bleeding'), appendicectomy ('appendectomy') and blindness ('loss of vision') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included nickel sensitivity, pelvic adhesions and paratubal cyst. Previously administered products included for an unreported indication: oral contraceptive nos from 2005 to (B)(6) 2007 and iud in 2005. Concurrent conditions included peritoneal adhesions, appendiceal abscess, diarrhoea and abdominal tenderness. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), depression ("depression"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and eating disorder ("eating disorder") and was found to have weight decreased ("weight loss"). In (B)(6) 2009, the patient experienced vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), teeth brittle ("dental problems/brittle teeth") and gingival pain ("painful gums"). In (B)(6) 2009, the patient experienced libido decreased ("low libido") and mood swings ("mood swings"). In october 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced blindness (seriousness criterion medically significant). In 2011, the patient experienced urinary tract infection ("uti"). In (B)(6) 2012, the patient experienced gastrooesophageal reflux disease ("acid reflux"). In (B)(6) 2012, the patient underwent appendicectomy (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (ablation on (B)(6) 2012, salpingectomy (bilateral), tubal ligation and surgically removed appendix). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, urinary tract infection, fatigue, alopecia, nausea, weight decreased, vaginal haemorrhage, vulvovaginal mycotic infection and migraine had resolved and the tubo-ovarian abscess, appendicectomy, blindness, ovarian cyst, depression, teeth brittle, libido decreased, female sexual dysfunction, eating disorder, allergy to metals, vaginal discharge, gastrooesophageal reflux disease and gingival pain outcome was unknown. The reporter provided no causality assessment for tubo-ovarian abscess with essure. The reporter considered abdominal pain, allergy to metals, alopecia, appendicectomy, back pain, blindness, depression, dysmenorrhoea, eating disorder, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, gingival pain, libido decreased, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, teeth brittle, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: reported : date of insertion: (B)(6) 2008 (noted discrepancy) previously reported (B)(6) 2008 now it is reported as (B)(6) 2008. Plaintiff received treatment for pain, bleeding, psych injury, bladder/urinary problems, other injuries/symptoms concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, pelvic pain, appendectomy, cyst concerning the injuries reported in this case, the following ones were described in patient¿s medical records : tubo-ovarian abscess quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 2 and 3 were processed together. Pfs received. Reporter information added. Previously reported event injury to herself were updated to pelvic pain/chronic, abdominal pain, dysmennorhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, uti, fatigue, hair loss, dental problems, hormonal changes, nausea, weight loss, she did not underwent essure confirmation test on (B)(6) 2019: fu 2 and 3 were processed together. Pfs and mr received. Reporter information, medical history, historical drug, treatment drug, insertion date added. Event : abnormal bleeding (vaginal), yeast infection, apareunia (inability to have sexual intercourse), eating disorder, migraines / headaches, ovarian cyst, nickel allergy, appendectomy, vaginal discharge, loss of vision, acid reflux added. Event : hormonal changes were updated to low libido, mood swings, psych injury were updated to depression, dental problems were updated to brittle teeth, painful gums no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.